Event description:
It is reported that the tip of the femoral rasp was discovered missing after reprocessing. The broken tip was visualized upon postop x-ray in pt's femur.

Manufacturer narrative:
This report will be amended when our investigation is complete.